Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). Carefusion field service engineer (cfn fse): installed a standard ridged circuit and checked all pressures. Made small adjustments and performed the ventilator performance check; the unit meets all manufacturers specifications. Cfn fse concluded that the problem was with the flex circuit used on the patient.

Event description:
The customer reported the oscillator had map alarms and the unit was shaking roughly while on patient. The device was removed from service and the patient was placed on another oscillator. The customer reported no harm/injury on the patient.